Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. No low battery alert or battery failed alarm noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 08:11:00 after more than 7 days at 17.78 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 12:18:00 after more than 7 days at 24.58 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 21:22:00 after more than 7 days at 12.24 days. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the pump at the battery compartment. No damage or cracks on the belt clip rails and screen noted. The test p-cap locks properly in place in the reservoir compartment noted. No low battery alert and battery failed alarm noted during testing and no unexpected low battery alerts listed in the pump trace download. Battery failed alarm and charge/battery lasts less than expected was not confirmed. Cosmetic damage at the belt clip rails and screen was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was damaged and customer received low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and observed location of damage was on the insulin pump screen. It was also noticed that the battery lasted more than 1 week. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.